Event description:
Patient was implanted with 3.5mm lcp plate, 3.5mm lcp anterolateral distal tibia plate and screws on (B)(6) 2013 following an injury (patient fell while going down steps) on (B)(6) 2012. It was reported the patient think she fell out of bed on (B)(6) 2013. Patient complained of having pain in her leg since the initial surgery in (B)(6). Patient was seen in the emergency department on (B)(6) 2013 and was noted to have a fracture through the tibia plate and a new fibula fracture above the original fibula fracture, above the implanted fibula plate. Patient was returned to the (B)(6) 2013 for revision surgery. The surgeon removed the hardware due to the fractures above the tibia plate and fibula plate, including damage to the tibia plate. Patient was revised to an external fixation device, wound healing, wound vac as well as dressings. Reportedly the patient may need additional bone grafting and additional plating in the future. This is 14 of 24 reports for the same event, (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. This screw is whole and intact. Its hex drive, cortex threads, flutes, diameter of 3.34mm, and length of 12.40mm identify this as a 204.812. The drive has been lightly damaged, consistent with use. The top of the head has a light ring worn into the surface and a few other random marks. The lack of laser etch identifies this screw as being made after 11/12/2010. The band has a few light vertical marks. The bottom of the head has a small, light galling mark near the band and some light rings. The threads have the major diameter compressed into an l that affects profile. The flutes have light displaced material at the threads. The tip is in good condition. The dimensions that could be checked were found conforming.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the patient think she may have fell out of bed on (B)(6) 2013; date of event cannot be confirmed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.